Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, the pt "bucked" during the procedure and a leak was noted which caused a 10cm burn (degree unk) on the entire posterior vagina. The case was aborted, the unit was advanced to the cool down phase, and the burn was treated with a large amount of silvadene cream. Although attempts were made to obtain additional follow up, there is no further info regarding this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration are unk. The suspect device will not be returned as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed.